Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was under delivering and customer experienced high blood glucose level. The customer¿s incident blood glucose level was 33 mmol/l. The customer¿s current blood glucose level was 32 mmol/l. The customer was treated with insulin pump and manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did allege that the insulin pump was under delivering because of constants high. Troubleshooting was performed for under delivering. The reservoir will not be returned for analysis.